Event description:
It was reported that the patient was admitted on (B)(6) 2022 for gastrointestinal (gi) bleeding. The patient received 4 units of packed red blood cells and an endoscopic procedure in which an arteriovenous malformation (avm) was found. Thinternational normalized ratio (inr) goal was decreased at this time. The patient's aspirin therapy e avm was treated with argon plasma coagulation (apc) and the patient's was currently being held due to a gi bleed in (B)(6) 2020 (MFR#: 2916596-2022-00304). The patient was discharged home stable. Their ventricular assist device (vad) was reportedly operating as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.